Event description:
The pt experienced a shocking/jolting and overstimulation sensation. When she turned her device on last night, she felt like she was being electrocuted. Her neurostimulator (ins) was almost depleted, but was told to wait until (B)(6) 2010 to recharge. She has an appt with her pain dr on (B)(6) 2010. She was at home. Add'l info has been requested.

Manufacturer narrative:
(B)(4).